Manufacturer narrative:
UDI #: (B)(4). Pt age at time of event or date of birth: unknown. Pt sex/gender: unknown. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgeon broke the capsule bag and thought that he could insert a three piece intraocular lens (iol). The lens was removed and replaced with an anterior chamber lens. In follow-up, it was reported that the removal and replacement occurred during the same procedure due to a capsule tear. There was no incision enlargement, but a vitrectomy was performed. Reportedly, there was no patient injury. No further information was provided.

Manufacturer narrative:
There was no visual inspection of the lens as no sample was provided. The reported complaint can¿t be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lens. All pertinent information available to abbott medical optics has been submitted.